Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b6, b7, d7a, e1. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the operating pipe of the slider was broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to device by unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use litigating device was stuck when trying to release the nylon string. The issue occurred during a therapeutic polyp banding. There was no report of delay and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected information. Corrected fields: d4 (lot #), h4 (manufacture date). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the single use litigating device was stuck when trying to release the nylon string. The issue occurred during a therapeutic polyp banding. There was no report of delay and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.